Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat persistent atrial fibrillation (af) a farawave 31 mm us catheter was selected for use. Upon opening the sterile package, a white substance was observed on the catheter handle. The handle could not be visually inspected prior to opening the package because the farawave packaging label covers the entire handle. The catheter was subsequently replaced, and the issue was resolved. The procedure was completed as planned. No patient complications were reported. The device is not expected to be returned for laboratory analysis.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat persistent atrial fibrillation (af) a farawave 31 mm us catheter was selected for use. Upon opening the sterile package, a white substance was observed on the catheter handle. The handle could not be visually inspected prior to opening the package because the farawave packaging label covers the entire handle. The catheter was subsequently replaced, and the issue was resolved. The procedure was completed as planned. No patient complications were reported. The device is not expected to be returned for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Investigation summary: the device was not returned for analysis; however, images of the catheter were provided, and investigators could see white material on the handle. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of foreign material was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of quality control deficiency as, even though the white marks are considered cosmetic, they still represent a defect that impacts quality.